Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2018 - additional information-this lead was explanted (B)(6) 2018 due to noise. An error in the transmission of this follow up was discovered. The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and of the electrical analysis were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement and noise. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Patients lead has reportedly dislodged. It is suspected that the lead has pulled back and the suture sleeve may not have secured the lead firmly enough. Patient to undergo xray. Device remains implanted.

Manufacturer narrative:
(B)(6) 2018 - additional information - this lead was explanted on (B)(6) 2018 due to noise.

Manufacturer narrative:
(B)(6) 2018 - additional information-this lead was explanted (B)(6) 2018 due to noise.